Event description:
It was reported to medtronic neurosurgery that after the valve was implanted no adverse or unintended consequences occurred with the patient, but the patient did not show any evidence of steady progress either. Images taken of the patient did not show any ventricular reduction. In a shunt contrast study, neither the ventricular catheter nor peritoneal catheter were observed to be blocked. According to neurosurgeon, the valve may have an issue with its delta chamber. The valve was then revised for a new one. It was also reported that aside from the revision surgery there was no impact to the patient.

Manufacturer narrative:
The valve was patent. It met all of the requirements for the siphon, reflux, pressure-flow, and preimplantation tests. It did not meet requirements for the leakage test. A small tear was observed on the top delta chamber membrane. It is unknown how or when the damaged occurred. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials. It also cautions that improper use of instruments in the handling or implantation of shunt product may result in the cutting, slitting, or crushing of components. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested and inspected at the time of manufacture. (B)(4).